Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the during routine check, the automated impella controller (aic) sounded an alarm for battery failure. The power switch under the aic switched off, then on without resolution of the alarm condition. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure has been completed. After reviewing the logs, the reported battery failure alarm issue was confirmed. There were numerous instances of transport connection blown/missing alarms found in the logs from the reported occurrence date. The console was tested after arriving in field service. The reported battery failure alarm issue was unable to be reproduced. Results of running batttest showed that the health of the batteries were normal. Reported battery failure issue was determined to be use related. It is likely that the console was booted up while the console was connected to ac power and the battery switch was disengaged since the issue occurred upon first boot of the console after routine functional check was performed on it.